Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The cause of the peritonitis was unknown. The patient was admitted to the emergency room for the peritonitis event. The following day, peritoneal dialysis flush was performed. On an unreported date, the patient was treated with an unspecified antibiotic (intraperitoneally, dose and frequency not reported). Following this treatment, the patient began treatment with another unspecified antibiotic (intraperitoneally, every three days, dose not reported). At the time of this report, the patient was recovering from the peritonitis. Dianeal therapies were ongoing. Additional information was requested, but is not available. This is report 3 of 3 involved in this event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. This is the same patient as in (B)(4).